Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit (apl) valve was replaced to resolve the reported issue

Event description:
The hospital reported that during checkout tests, the unit does not pass the leak test. There was no report of patient involvement.